Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1106612) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the user facility that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 5f procedural sheath. A pre-procedural femoral angiogram was taken and it revealed presence of calcium in the vicinity of the access site. Post procedure, the physician who is a trained user of the mynx chose the device to close the access site. It was reported that a balloon loss of pressure occurred while the balloon was being retracted to the arteriotomy. The device was removed and another mynx was prepped and deployed but another balloon loss of pressure occurred. The physician converted the patient to manual compression and hemostasis was successfully achieved. The patient was discharged to home without complication at the access site. No further information was provided.